Manufacturer narrative:
Complaint no: cmplnt-(B)(4). The manufacturing date is march 2012. The homechoice (hc) device was returned and evaluated by the product analysis lab. A review of the device history records revealed no issues that could have caused or contributed to the reported difficulty. The external/internal inspection was performed and the device passed, along with all of the electrical testing. During the evaluation, the fluid was transferred outside of the return instrument test/evaluation (rite) specified limits and the volumetric accuracy test that followed, showed that the device had failed. Pal performed a more detailed inspection of the door assembly. The inspection revealed a cracked door piston and a deteriorated piston foam. The evaluation concluded that the cause of this rite failure was the deteriorated piston foam and a cracked door piston. The piston foam and the door piston were to be replaced in order to resolve the issue and the device was sent to servicing. This issue is being further investigated through a CAPA. Should additional relevant information become available, a follow-up report will be submitted.

Event description:
During evaluation of a returned homechoice (hc) device, a baxter technician determined the hc machine failed fluid volume accuracy testing.  Device failed during evaluation, no patient involved.